Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 2.2 was sticking. The customer stated that no delay, but this malfunction occurred while the user was trying to issue a medication to a patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 2.2 had failed. A field service engineer had found that the rails of auxiliary drawer 2.2 was blown and it was stiff to open and close. The drawer was replaced, and the new drawer worked great. The customer had logged in and confirmed that everything was working correctly. The system functioned as intended after the field service engineer repaired the device. E.1 initial reporter facility: m health fairview university of minnesota medical center.